Event description:
The patient has chronic atrial fibrillation and had a ventricular pacemaker lead. On recent interrogation, the patient was noted to have lead malfunction and was referred for replacement. This was brought to the attention of the risk management department by a letter from medtronic.